Event description:
A report was received from a user facility in (B)(6) stating "when we brought up the keypad for the timer we only got half of the keypad showing on the screen and then a windows "communication" error box appeared. The system then went to a white screen with the b&l logo for a moment and then rebooted. We tried to prime another cassette and that failed. It took approx 5 minutes to restart the system. In that time the pt developed a choroidal hemorrhage and the surgery was then aborted."

Manufacturer narrative:
A bausch & lomb field service tech visited the facility and was unable to duplicate the reported problem. The computer was removed problem. The computer was removed from the system and returned to bausch & lomb for further eval. When received, the computer was powered on for three days and was tested each day with no problems found. After updating the software, the system was again powered on for two weeks and tested several times during this period and no failures occurred. A voluntary report was received from the user facility but was not submitted by the user to regulatory authorities.